Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice automated set with cassette was leaking. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as, ¿solution splashes out when apd machine start¿ and ¿leftmost pipe leaks when exhausting¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.